Manufacturer narrative:
Continuation of d10: product ID 3777-60 lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: product type lead product ID 3777-60 lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding the patient. The rep reported that there contacts 5, 8, 9, 11, 12, and 15 impedances at 40,000. Oor message was seen, and the patient was unable to increase stimulation. The rep reprogrammed around contacts with high impedances, patient was able to increase and decrease stimulation with patient controller after this change. The cause was unknown. The issue was resolved. The coverage was acceptable for the patient.

Manufacturer narrative:
Continuation of d10: product ID 3777-60 serial# (B)(6) implanted: (B)(6) 2012 product type lead. Product ID 3777-60 serial# (B)(6) implanted: (B)(6) 2012 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they met with the patient and upon interrogation of their simulator found that electrodes 13 and 14 have also now reached impedance values of 40k ohms and are listed as possibly shorted. These electrodes were previously used to program around pt's other impedance affected electrodes, but rep was able to create another satisfactory configuration utilizing the remaining unaffected electrodes. Rep will follow up as any additional information becomes available.